Event description:
The customer reported via phone call that the insulin pump was alarming no delivery. The customer's blood glucose was 258 mg/dl. It was found that the customer had experienced bubbles in the reservoir. The customer was unable to fill the reservoir all the way and was using refridgerated insulin. The customer was advised to use room temperature insulin. The customer did not fully troubleshoot the alarm because she did not have a plunger. The customer replaced the infusion set and was assisted with filling the reservoir. However, the customer was unable to continue troubleshooting at the time of the call. The customer was advised to perform a complete set change as soon as possible. The customer was advised that the supplies would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.